Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, a cook bakri postpartum balloon with rapid instillation components would not inflate due to a "2-way liquid return". Another device was used to complete the procedure. Additional event information has been requested.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Event summary. As reported, a cook bakri postpartum balloon with rapid instillation components would not inflate due to a "2-way liquid return". Another device was used to complete the procedure. Additional event information has been requested. Investigation - evaluation. A document-based investigation was performed including a review of complaint history, device history record (DHR), quality control data, and the instructions for use (IFU). The complaint device was not returned; therefore, no physical examinations could be performed. A review of the device history record found no non-conformances related to the reported failure mode. The DHR for subassembly lots sa14154909 and sa14154860 record no non-conformances. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied: "upon removal from the package, inspect the product to ensure no damage has occurred.". The most probable cause of the reported event could not be determined from the available information. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.